Event description:
Procedure: low anterior resection double staple. Reportedly, the device was removed from the tissue safely. Then, leakage occurred from the application area. The tissue was treated with hand sewing.